Manufacturer narrative:
Complaint confirmed. Visual inspection showed that the drill was stuck inside the drill guide. Some blue debris could visually be seen in the open slot of the drill guide (image 2). The drill showed no visible signs of damage aside from being stuck inside of the drill guide. The tip of the drill bit measured as meeting the drawing (0.0745" outer diameter). The inner diameter of the drill guide was unable to be measured as the drill bit was stuck inside of the drill guide. Most likely cause of this failure is leveraging and/or angling of the drill or drill guide while the drill is inside of the drill guide.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the disposable drill within the ar-3671ds, fibertak biceps instrument set cold fused with the disposable guide. The guide was placed into sub pec in the prox humerus, and when the drill was inserted into guide the drill fused with the guide. The drill and guide were intact when removed. The sales rep reported there was no harm to that patient. Additional information obtained 6/4/2020: the procedure was a bicep tenodesis. When the drill fused with the guide the sales rep opened another drill with guide. The surgeon drilled again and it made the tunnel too big and the anchor pulled out. The doctor decided not to repair.